Manufacturer narrative:
(B)(4). Date sent: 8/27/2020. Investigation summary: the device was received with no apparent damage. In addition no damage was seen at the housing as reported. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece.

Manufacturer narrative:
(B)(4). Batch: #t92e73. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the inner core of the handle broke. Changed to another device to complete surgery. There was no patient consequence reported.